Event description:
The customer reported that the device would not power on, and the o2 cable was split. It was unknown how the issue was found, no patient or user harm reported. Per the diagnostics performed by the engineer, it was determined that the power supply was faulty. The field service engineer (fse) noted that the following material will be requested (453561512591 - rp-power supply,1st gen,v60/v60plus/v680; 453561534061 - rp-pcba,pwr mgmt,v60/v680), and replace what is necessary. It was the o2 tube is an expendable and is provided by the dealer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address state & institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
A power supply was returned for failure analysis (fi). Visual inspection of the power supply revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the root cause was due to an shorted components in the power supply created the 0 volt output.

Manufacturer narrative:
There was no patient involvement when the issue was found. No patient or user harm reported. The diagnostics were performed by the field service engineer (fse). It was noted that the power supply and power management parts were ordered for servicing. During servicing, the fse confirmed that the power supply was faulty and was replaced to resolve the issue. The pm management was returned unused. The o2 tube is an expendable item and was provided by the dealer for the cable split issue. After corrective maintenance, the equipment was operational and complied with the manufacturer's specifications. Although requested to be returned, the power supply was not received for evaluation at this time. An update report will be submitted if the part is received and evaluated.